Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the arctic front advance catheter, 2af284 with lot number 68145, were returned and analyzed. The data files confirmed the reported 50005 ¿leak detection¿ system notice. Visual inspection of the catheter showed that the inner balloon had traces of blood inside; there was no blood inside the catheter handle. Pressure tests revealed a leak through the guide wire lumen. The balloon¿s integrity was intact and no breach observed. Dissection showed a guide wire lumen kink and guide wire lumen breach at approximately 1.365 inches proximal from the tip. In conclusion, the reported issue was confirmed through testing and through data analysis. The catheter failed the inspection due to a kink and guide wire lumen breach. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced and the case was completed with cryo. The balloon catheter subsequently tested out of specification per the manufacturer's investigation. No patient complications have been reported as a result of this event.